Event description:
It was reported that the pump slipped from the patient's hand; however, the tubing prevented the pump from hitting the floor and the cannula and tubing became disconnected and patient had redness at the infection site and treated with Cephalexin.

Manufacturer narrative:
Based on the available information, this event is deemed to be a Serious Injury. Request was performed for additional information including lot number; however, lot number was not provided.A complaint investigation was initiated under Complaint Investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration NumberReporting Site: 8021545Manufacturing Site: 8021545.